Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The event can be prevented by following the instructions for use which state: ·since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strongly. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ·do not insert the instrument into the endoscope when the cutting wire is tightened. Doing so may extend the distal end of the insertion portion from the endoscope tip abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. ·do not activate the output while tissue is in contact with the torn or damaged coated portion of the distal end. If the output is activated while tissue is in contact with the torn or damaged coated portion, leakage current, decreased output, and/or thermal injury could result. ·do not activate the output while the torn or damaged coated portion is in contact with the forceps elevator. Such activation could break the cutting wire at the tear or damage of the coated portion. It may also cause the coated portion to drop into the body. ·when activating the output, set the output mode of the electrosurgical unit to ¿cut¿ or ¿blend¿. Activating output in the ¿coagulation¿ mode could break the cutting wire and could also cause patient injury, such as perforations, bleeding, or mucous membrane damage. ·be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ·always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as perforations, bleeding, or mucous membrane damage. · if you feel the cutting is blunt, withdraw the instrument from the scope to examine if there is any peel off and tear at the coated portion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use balloon dilator knife blade broke. The issue occurred during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure. The procedure delayed under sedation, less than 30 minutes was completed using similar device. There were no reports of patient harm.